Event description:
It was reported that the customer reported that non recoverable fault 307 fault when the system was turned on standalone mode. Unable to reproduce in next power cycle. Tse suggested to switch on the system with all subsystems. System bootup normally and logs has no indication of reported complaint. No action is required at this moment. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found in artemis, the 307 error was found indicating node not present: acs and acc in arm 4 is down; a node configured to be present has stopped responding, on usm confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the fiber trend was inspected, and faults were identified. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the parallelogram and rolling loop fiber assemblies are consistent with the reported event and are the potential root cause for this issue.